Event description:
Medtronic received info that 45 minutes after initiating cardio-pulmonary bypass (cpb), this trillium coated oxygenator exhibited high transmembrane pressures of greater than 400 mmhg at a flow rate of 2 lpm (liters per minute). It was noted the flow rates were decreased from 5 to 2 lpm due to the high pressure. Add'l info received noted standard cardiac drugs and anesthetic (propofol and sevoflurane) were used during the procedure. The decision was made to remove, replace, and return the device for analysis. There were no adverse pt outcomes reported.

Manufacturer narrative:
Results: device was returned for analysis; however, testing has not been completed at this time. Conclusion: cause of event cannot be determined since analysis has not been fully completed at this time. Analysis: upon receipt, visual inspection revealed the device was stained with body fluid contamination in the inner bundle. The device was then decontaminated and prepared for performance testing. However, these tests to verify the performance or pre-membrane pressure and gas transfer were not complete at the time of this report. When these tests are complete, a follow-up report will be generated and submitted to FDA. Conclusion: based on the info provided and visual inspection of the device, medtronic is unable to determine root cause for the clinical observation at this time.